Manufacturer narrative:
Date of report: 29nov2018. Date of manufacturer: 28nov2018. The user interface was returned to philips for failure investigation. Testing revealed power switch was out of specification. The failure of the power switch was confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04oct2018. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reports the display on the unit is dim at times and not adjust brighter. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.